Event description:
During egd (esophagogastroduodenoscopy) biopsy forceps broke while doing gastric biopsies. The teeth of the forcep fell open and a small screw fell out into the patient's stomach. The screw was retrieved by the md (physician) with no harm to the patient.